Manufacturer narrative:
Philips investigated this complaint and concluded from the analysis of the log files that there was a degrading performance of the communication with the image processor pc (ip-pc) up to the point that the ip-pc did not react anymore after a restart. The system prompted multiple times the message ¿user message: x-ray not possible. Call service¿ but the system continued in use till it did not work anymore. Replacement of the ip-pc solved the issue for the customer. Analysis of replacement rate for the ip-pc did not show any negative trend. No further action will be taken.

Manufacturer narrative:
Most probable cause was a defective image processing pc. When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint where it was reported that during preparing the patient for examination, the fluoroscopy failed. The patient was anesthetized when they had to cancel the procedure.